Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced. Therapy was resumed and issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has gained weight and the ipg is tilted, hence it is difficult for the patient to recharge the ipg. Surgical intervention may be pending to address the issue.